Event description:
It was reported that the patient presented for a follow up and the right ventricular lead exhibited impedance greater than 2500 ohms. The lead was suspected to be fractured. A lead replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.